Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing for ground bond failure: measurement was 0.108 ohm (specifications 0.001 ohm - 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). Measured the main ground bus resistance from door post to power entry module ground prong and encountered resistance of 0.051 ohm. Performed inspection of door post and encountered loose door post screw. Tightened door post screw and re-measured the main ground bus resistance from door post to power entry module ground prong and resistance measured 0.002 ohm. The assignable cause for rite electrical ground bond test failure was determined to be caused by poor connection. Device did not meet specification. The door ground post will be scrapped during service.